Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using a test battery without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows a low battery warning followed by a shutdown warning approximately 5 minutes into the case. There is no evidence of a device malfunction. The batteries used with the x series communicate their charge levels to the device, such as low battery and shutdown warning, and are supposed to indicate the first low battery at approximately <10% battery remaining, and then will give a second warning coupled with a shutdown warning approximately 20 minutes later. The battery used during the event was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.